Event description:
In 2005 the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist contacted the lay user/patient to obtain and verify information. The patient reported that in 2005 she obtained blood glucose results of 412 mg/dl and 441 mg/dl on the reported meter. At the time of the incident the patient was experiencing no symptoms of high or low blood glucose levels. The patient stated she has been getting unexpectedly high readings on the reported meter 'for a while', but could not specify a specific date. The patient tests her blood glucose levels two or three times per day. The patient takes oral medications, type and dose unknown; and 70/30 insulin, 18 units in the morning and 10 units in the evening. The patient confirmed she has continued to take her usual medication regimen throughout the time of the reported incident. In 2005 the son, the reporter, took her to the hospital in the morning where her blood glucose was 59 mg/dl. The patient received food and juice in the emergency room, her blood glucose level was retested but the second result is unknown, and the patient was released. The patient was not admitted to the hospital. The patient states her physician has not adjusted her medication regimen. The customer care advocate determined during the troubleshooting telephone call that the patient is handling the reagents apppropriately, using proper testing technique and the calibration code number was correct for test strips in use. The customer care advocate talked the reporter through two control solution tests which failed both times. The meter, test strips and control solution were replaced. This incident is being reported as an adverse event due to the patient was hypoglycemic and required treatment by emergency services.